Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2014, a 14mm amplatzer vascular plug ii (avpii) was selected to embolize in the left subclavian artery (lt-sca) for the treatment of thoracic aortic aneurysm. The avpii was successfully implanted with no issues. At the time of the 1-year follow-up on (B)(6) 2015, there were no issues and the postoperative course was uneventful. On (B)(6) 2015, an endoleak from lt-sca was confirmed. Coil embolization into the lt-sca was performed on the same day and the patient had a favorable outcome.